Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This event is being filed because the clip delivery system (cds) moved in the opposite direction of where it was being steered, which has the potential to cause or contribute to patient injury such as tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. While using the m-knob to steer the clip delivery system (cds), the cds moved in the opposite direction of where it was being steered. The +/- knob and a/p knob were also tried and the cds could not be properly steered; thus the cds was removed without reported issue. Two clips were deployed and the mr was reduced to 1, with no adverse patient effects, and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is being retained by the hospital and is not available for evaluation. As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history, and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a definitive cause for the reported sleeve steering issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.